Event description:
It was reported that an alert triggered due to high impedance on the right atrial (ra) lead. It was also noted that the lead exhibited noise on some episodes and through passive exercise, as well as, non capture. A possible fracture was suspected. The lead remains in use and a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.